Manufacturer narrative:
Evaluation summary: the analysis results found that the device was returned with the distal tip of the blade broken off and missing. The device functioned in air while being activated. The device did not cut due to the condition of the blade. The analysis results also found that the device was returned with the clamp arm detached.

Event description:
It was reported that, the shears would not operate. The device would not pass in the test mode. When the device was tested, it made an odd sound and rec'd an error code of 3. The case was completed with a same like device. There was no pt consequence.